Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the gastrointestinal videoscope was burned, there was no image, a b30 error code (scope communication error) and an e216 error (scope communication error code). Based on the results of the investigation, the probable cause of the plastic distal end cover was burned was a high-energy treatment device was used without ensuring a sufficient distance from the tip. The probable root cause of no image, the b30 error code and the e216 error code was component failure, the plug unit was not making a good connection due to corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burned, there was no image, a b30 error code (scope communication error) and an e216 error (scope communication error code). There was no patient involvement.